Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for cervical radiculopathy and spinal pain. It was reported that the patient was implanted on (B)(6) 2016 and post-operative the battery became warm on (B)(6) 2016. The patient went to the health care professional (hcp) and an infection was suspected. Antibiotics were administered and an explant was performed on (B)(6) 2016. The customer refused return of the devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient developed a pocket infection. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.